Manufacturer narrative:
No complaint was received with the return of the device. Failure event observed during analysis. As received, a complete lead was returned in one piece for analysis. Visual examination found one external insulation abrasion breaching the outer insulation exposing the outer coil consistent with friction to the device can. No other anomalies were identified.

Event description:
This report is to advise of an event observed during analysis.